Manufacturer narrative:
An abbott field service engineer visited the customer site and several troubleshooting procedures were performed. The issue was narrowed down to a problem with cuvette number 77. The customer replaced the cuvette (list number 09d33-03) to resolve the issue. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (201837-10), january 2010, contains information to address the current customer concern. Based upon the data available and the results of the current evaluation, no malfunction or systemic product deficiency of the system was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports one patient sample generating a falsely elevated multigent lithium assay result of 2.5 mmol/l on an architect c16000 analyzer. The following day, the patient was sent to another medical facility where a new blood sample was taken and tested on an architect platform and generated a lithium result of 0.84 mmol/l. The customer then retested the original sample at their facility and generated results of 1.01 and 0.97 mmol/l. There is no impact to patient management reported.